Event description:
It was reported that during a rotator cuff repair the tip of the anchor broke and remains in the patient¿s bone. According to the reporter, the hole for the anchor was punched to the laser line on the punch. When the anchor was started in the hole, the tip bound and snapped off at the distal end of the screwdriver. Follow up with the sales representative provided information that the surgeon felt the anchor body probably broke, because he may not have buried the laser line (punched only to the beginning of the laser line). The surgeon felt he should have tapped (pre-threading of bone tunnel) for the screw, due to the patient¿s bone quality being fairly hard. No further patient information was provided at the time of this report, or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation, but has not yet been received. The cause of the event could not be determined from the information available, and without device evaluation. Device history record revealed nothing relevant to this event.as reported, the most likely cause of this event is failure to fully insert the punch all the way to the laser line.this is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned, and additional information is obtained, a follow-up report will be submitted. Discarded by facility